Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that their one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the alleged issue began approximately 2-3 weeks prior to contacting lfs. The patient mentioned that on (B)(6) 2010 at around 9:15pm that ems was contacted and the patient was treated with insulin. The patient did not report exhibiting any symptoms. It is unclear why the patient contacted ems or what the patient's blood glucose reading was on the ems's meter. It would have also been helpful to know the patient's diabetes regimen. The patient was using the correct vial of test strips. This was not the first time the product was being used. The patient denied that there was any misuse of the product. The meter powered on by pressing the power button. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, they received insulin by a medical professional.

Manufacturer narrative:
Evaluation summary: calcification is moderate in the cusp area of leaflet 2 and minimal in the cusp area of leaflet 1. Calcification most likely restricted mobility in the described leaflets. Leaflet 2 has dropped, relative to leaflets 1 and 3, at the greatest distance of approximately 5mm. Minimal to moderate host tissue overgrowth encroached onto the tissue, at both aspects, and into the orifice by at the greatest point by approximately 3mm. Host tissue is minimal to moderate at the stent outflow. The x-ray demonstrates calcification. (6/18/10 - supplement evaluation) non through disruption, not through the entire thickness of the tissue, is detected in the cusp area of leaflet 2. The disruption visible and beveled at the outflow aspect, measures to approximately 1-2 mm at the free margin by 6mm into the cusp area. At the cusp, the disruption is similar to tear drop shape. The characteristic of such disruption are similar to those caused by a suture tail abrasion. Serrated markings are noted in the tissue of leaflet 2 and 3 at commissure 3, are most likely due to surgical tool. A cut in the free margin of leaflet 3 is detected at commissure 3; cuts in the wireform fabric are also noted at commissure 3. On 4/27/10 and 5/18/10, sales rep. Responded indicating that he will send the device as soon as the explanting surgeon lets him know that it is available for him. The device was received on 6/02/10. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that a 2700, 27mm was explanted due to a leaflet tear. No additional information was provided.

Manufacturer narrative:
(B) (4). Leaflet tear. (B) (4). No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.